Manufacturer narrative:
An event regarding broken rasp handle involving a specialty accolade single offset broach handle w/ quick release per file was reported. The event was confirmed. Method & results: -device evaluation and results: the accolade broach handle showed the fracture of the striking pad, also was noted heavy marks on the top part under the strike plate, most like occurred by off axis over loads. -medical records received and evaluation: not performed as no medical records or patient information was provided. -device history review: records indicates that all devices were manufactured and accepted into final with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the root cause of the reported event is considered to be an inadequate and unclear welding process and an inadequate contract review by the supplier. Ncr was initiated and CAPA was then initiated. It was determined that the work instruction does not provide clear instructions for the welding process and that the operators may miss steps in the process that would affect the welding integrity. In addition, there was an inadequate customer order review process, prior to accepting the purchase order, which led to the devices being manufactured as a 2 piece construction that were welded together. The print calls out for a single piece construction with no weld requirement.

Event description:
The sales rep has reported on behalf of the customer, that during two separate surgeries 2 accolade custom made rasp handle allegedly broke. The sales rep has reported that both surgeries were completed by using another rasp handle that was immediately available. The sales rep has reported that the event occurred whilst the surgeon was rasping the femur in both cases.

Event description:
The sales rep has reported on behalf of the customer, that during two separate surgeries 2 accolade custom made rasp handle allegedly broke. The sales rep has reported that both surgeries were completed by using another rasp handle that was immediately available. The sales rep has reported that the event occurred whilst the surgeon was rasping the femur in both cases.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.